Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system would not advance across the lesion. During withdrawal of the stent delivery system the stent caught on the tip of the guiding catheter and became separated. The separated stent was retrieved with a snare.